Event description:
(Laparoscopic cholecystectomy) autusuture endo-clip (5mm) was being used to ligate cyctic duct, 3 clips applied, 4th clip locked into tissue and could not be released, lot #u9g120. 2nd unit lot #u9d23 introduced into additional surgi-spike port (5mm) jammed (tested prior to use). 3rd unit lot #u9g64 tested and found to have only 2 clips. 4th unit worked properly.